Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication to the patient. The expected therapy time was 48 hours; however, the medication delivery lasted for 52 hours to complete. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to h6 h10: visual inspection showed fluid inside the bladder. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned however, a picture was provided. Visual inspection of the picture suggested an underinfusion may have occurred. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.